Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. Customer's blood glucose levels at the time of hospitalization 38mg/dl. The customer was treated with glucose tablets and food. Customer's blood glucose level at the time 167mg/dl. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked belt clip slot at the battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with this report. The device was monitored for 24hours and no unexpected bolus delivery noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time. (B)(4).